Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the peritonitis; however, the patient was seen by a medical professional as a result of the event. On an unreported date, the patient received treatment with unspecified antibiotics for the peritonitis. The cause of the peritonitis was unknown. The outcome of the pertinent was not reported. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. A batch review will be performed for the potentially associated lot numbers h13g09100, h13d30020, h13i06037, h13h20055, h13k06034, and h13j04064. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13g09100, h13d30020, h13i06037, h13h20055, h13k06034, and h13j04064 and there were no issues detected during the manufacturing processes of any of these lots. As the sample was not returned, a complete device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.